Manufacturer narrative:
(B)(4) for the reported event of pressure sensor detached from the endoscope. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a symphion fluid management accessories device was used in the uterus during a hysteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the pressure sensor monitor detached from the endoscope and fell on the floor. The device was replaced with another symphion fluid management accessories device and the procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.